Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7075657. UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 28778512. UDI: (B)(4).

Event description:
It was reported that the leads of the patient had impedances. The patient underwent a lead revision procedure, was doing well postoperatively and the explanted devices were kept by the facility.